Event description:
It was reported that 247 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) of the mid right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 4.5 mm vessel diameter, 95% stenosed ostial region of the mid rca artery. The physician predilated the lesion with an angioplasty balloon, and a cutting balloon. One taxus express2 8.8% 3.5x32mm (lot 6171788) drug eluting stent was successfully placed without complication. The drug eluting stent was post dilated after deployment. The pt was discharged from the hosp 1 day post index procedure receiving plavix. The site reported that the pt underwent a tvr of the mid rca artery 247 days post index procedure to alleviate focal in-stent restenosis. The physician treated the lesion by successfully placing one unk bare metal stent into the target vessel. The pt was discharged from the hosp 1 day post tvr.